Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found the device in good condition with no damage. A review of the event history log found a syringe plunger not in place message. During the functional testing, a "syringe plunger not in place" message was found as the device failed the syringe plunger sensor test. The root cause was found to be that the q1 was broken off the plunger board and the plunger board glue was broken off. The plunger board was replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displays an error "syringe plunger not in place." No patient injury reported.